Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker had a syncopal episode. There were no stored episodes which corresponded with the syncope. There were no out of range measurements, the presenting electrogram (egm) showed the device was operating as programmed, and the patient was not rv pacemaker dependent at that time. No additional adverse patient effects were reported. The device remains in service.